Manufacturer narrative:
One (1) unidentified used caresite extension set and one (1) unidentified primary set were returned for evaluation. Visual examination of the returned samples noted a broken male luer from the primary set to be broken off and stuck inside the port of the caresite valve on the extension set. Therefore, the reported defect was confirmed. Based on the results of the investigation, no additional actions are being taken at this time. B. Braun will continue to investigate, trend, and monitor all complaints of this nature. All information concerning this reported incident has been included in our trend analysis of the product line. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the male end of primary tubing broke off inside extension set hub causing blood to leak out all over the patient and floor. No injury reported.